Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -6.0/+2.0/086 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was repositioned due to lens rotation. This did not resolve the problem. On (B)(6) 2019 the lens was explanted.

Manufacturer narrative:
(B)(4).